Manufacturer narrative:
Image review: CT scan provided postop l4-s1 fusion. Single image sagittal slice shows fracture of s1 screw. 6 weeks postoperative,fusion would have not occurred at this point. Possible contributing factors may include improper rod contour or over correction of deformity. Root cause: unknown/indeterminate.

Manufacturer narrative:
Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
It was reported that the patient underwent the unspecified fusion surgery at l4-s1. Six weeks post-op, screw was found broken. Patient underwent revision of pedicle screw in which the screw was explanted and replaced with another mas screw. No fragments were remaining inside the patient. Patient complications were reported unknown.

Manufacturer narrative:
Product analysis :visual review confirms screw breakage ~6 threads down from the base of the bone screw neck. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Some fracture surface smearing is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with multiple ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirm relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.